Manufacturer narrative:
The device was returned and the implant coil was found broken from the delivery system. Based on the investigation, the coil broke due to excessive force exerted on the coil while pulling it out of the catheter.

Event description:
During coil delivery, it was reported that the coil got stuck inside the catheter. The physician then withdraw the coil and the implant separated from the delivery system.